Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an atrial lead revision procedure after an increased in threshold was noted during the last in-clinic check. Prior to the procedure, a threshold test was performed, and the threshold was within normal range. The sensing and impedance have remained stable. The lead was explanted and replaced without complications. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
During the procedure, prior to the explant of the lead, the physician was not able to advance the stylet into the lead.